Event description:
Customer reported difficulty with the pump wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.